Event description:
On (B)(6) 2015, additional information was received from the company representative indicating that the cause of the motor stall was not known at the present time. It was not confirmed whether the patient had an MRI, as it was reportedly not relevant to the original report. The company representative was not aware of any symptoms the patient may have experienced or of any actions taken as a result of the motor stall. No details were known regarding whether the alarm was heard or if diagnostics/troubleshooting occurred. The indication for use was noted as spasticity.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving baclofen via an implantable pump. Session report and pump logs provided noted that the patient's pump had a motor stall on (B)(6) 2014 at 13:10 and had recovered on that same day at 14:09. There was no information provided regarding this stall and recovery. The baclofen type, concentration, dose, concomitant medications, indications for use, patient symptoms, cause of the event, troubleshooting/actions, and resolution were not provided. These were requested but were not available at this time. If additional information is received, the event will be updated.